Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damaged. Event history log review was performed and found no evidence of reported problem. Visual inspection, upstream occlusion and functional testing were performed. Investigation unable to duplicate reported problem, and upstream sensor passed all functional testing. According to the investigation, no physical damaged or contamination was found on the pump occlusion sensor. Service re-calibrated the pump upstream sensor for preventive maintenance.

Event description:
Information received a smith medical cad solis 2120 pump failed upstream occlusion testing. No patient involvement as event occurred during testing.